Manufacturer narrative:
Additional information: one nc sprinter coronary balloon catheter was used during the procedure. There were no difficulties noted during inflation of the device. A pressure of 14 atm was applied on the inflation. The deflation difficulties were noted after the first inflation. The balloon failed to deflate. The device was not moved or repositioned while inflated. It was not difficult to remove the protective sheath/stylette. A 320mg/ml of iodinated contrast medium was used. Resuscitation was successful and the patient was in good condition. Correction: device information d.1: brand name: d.4: model # d.5: catalog expiration date lot #: unique identifier (UDI) #: h.2.4: device mfg date: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary intervention involving one sprinter legend rx coronary balloon catheter, deflation difficulties occurred post balloon dilatation. The device would not deflate at the lesion site located in the mid left anterior descending (lad) artery which exhibited severe tortuosity, severe calcification, and 100% chronic total occlusion. The device was inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Blood vessel blockage and slow blood flow (no-reflow/slow flow phenomenon) was reported. The patient experienced coma and cardiac arrest. Cardiopulmonary resuscitation was performed. After resuscitation, syringe withdrawal and device dragging were used to remove the balloon, and a drug-coated balloon was placed after removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: section d. Suspect medical device information submitted in previous report was new information not a correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.